Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient was experiencing intermittent tingling in the fingers. It is unknown if any environmental/external/patient factors might have led or contributed to the issue. An impedance check and palpating the implantable neurostimulator (ins) was done by the physician. No action was taken since the patient wanted to wait because the tingling didn't bother them. It was noted the issue wasn't resolved at the time of the report. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.